Event description:
Revision surgery due to dislocation.

Manufacturer narrative:
The agent reported, "chronic dislocation, incision, removed head and neck, removed glenoid. Revised glenoid with augmented medacta reverse and 36mm head concerted anatomic turon to reverse with offset asap to and 36mm neurral insert." The previous surgery and the surgery detailed in this event occurred (B)(6). Item number: 520-50-018. Item description: head, humeral, neutral, 50-18. Lot#: 929c1106. Part revision: d. Product type: shoulder. Manufacture date: 17-may-2022. Expiration date: 11-may-2024. This evaluation is limited in scope as the item(s) associated with this investigation was not returned to djo surgical - austin for examination. The surgery was completed as intended. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. There were no findings during this evaluation that indicate that the reported device(s) was defective. The surgeon performed this procedure to remedy the patient's condition. No further action is deemed necessary. Root cause: the root cause of this complaint was a revision surgery due to chronic dislocation requiring glenoid component revision to a reverse system. There are multiple factors that may contribute to an event that are outside of the control of enovis surgical. Containment: inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. Device history records review a review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was an (ncmr#37540) associated with the main part, which documented that out of 15 parts in the lot, 1 part was rejected due to scratches and pits with depth observed on the polished surface. The rejected part was scrapped per the nonconformance disposition, while the remaining 14 parts were accepted after meeting all required specifications. All other items in the lot met fit, form, and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within expiration date at the time of the previous surgery. Complaint history: customer complaint history of the reported device(s) showed no present trends or ongoing issues that need review.